Event description:
Reporter alleged blood glucose monitoring device was burned with some discoloration, and melting along with damaged pins. Reporter stated no previous concerns with the device however not sure when last cleaned. Reporter indicated no one was hurt as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.